Event description:
The customer's daughter stated that the customer was hospitalized for low blood glucose levels, with a reading of 25 mg/dl. The daughter stated that the customer is a very brittle diabetic, and has a history of unstable blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.